Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while a getinge field service engineer (fse) was performing a software update on a cardiosave intra-aortic balloon pump (iabp); it was noticed that the battery indicators were low. The iabp did not charge the batteries, the indicators only turned up and down. The fse troubleshot the iabp which showed that the power management board failed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the power management board to resolve the issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while a getinge field service engineer (fse) was performing a software update on a cardiosave intra-aortic balloon pump (iabp); it was noticed that the battery indicators were low. The iabp did not charge the batteries, the indicators only turned up and down. The fse troubleshot the iabp which showed that the power management board failed. There was no patient involvement and no adverse event was reported.